Manufacturer narrative:
Exemption number e2011009. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). The report was identified as b. Braun medical inc. Internal report# (B)(4). The actual device involved has not been received for evaluation and the investigation is ongoing at this time. A follow-up report will be provided after the examination results are available.

Event description:
As reported by user facility: event: the customer reported: the pump would not allow infusion of second bag. One (1) bag infused, second bag hung, when nurse went back to check, it was completely full, no alarming. The pump was changed to complete infusion. "I think it was user error" when I went to access pump history via (B)(6), I was unable to access it." No patient injury reported.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The pump was returned to our contracted service provider. The pump had a flashing blue light, and was not connecting to hibase. The pump log could not be downloaded. The mother board of the unit was replaced, and the device passed all technical safety checks after completion of the service activity. If additional pertinent information becomes available, a follow up report will be submitted.